Event description:
Philips received a complaint on the patient information center ix indicating that multiple monitors were not communicating with the central station on multiple floors. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who indicated there was a "no data monitor" inop in all of the affected rooms. The customer advised that the problem started after a major network outage in the hospital due to routing issues on the core routers. The hospital network engineer states that the network outage has been resolved, and the network is now stable. The customer has a customer supplied clinical network (cscn). The rse had the customer put (B)(6) in service mode, and all the 12 monitors in the critical care unit started to communicate. The rse advised the customer that there appeared to be a multicast issue on the network. Based on the information available and the testing conducted, the cause of the reported problem was a multicast issue on the network. [Multicast is a communication method used in computer networking where data is sent from a single sender to a group of destination devices.] The reported problem was confirmed. The rse advised the customer to reboot (B)(6), and the issue was resolved.